Manufacturer narrative:
D9, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a beacon tip torcon nb advantage angiographic catheter "fell apart" in the middle of an unknown procedure. Additional information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, a beacon tip torcon nb advantage angiographic catheter "fell apart" in the middle of an unknown procedure. Additional information has been requested. Investigation evaluation: reviews of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, specifications, documentation, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Cook could not complete a review of the complaint history or device history record (DHR) due to lack of lot information provided. The instructions for use includes the following warnings, precautions, and instructions for proper placement of the device. The instructions for use indicate precautions, ¿these products should be stored in their original sealed foil package with required labeling¿, ¿do not attempt to heat or reshape the catheter curve; the catheter tip is made from a heat-sensitive material¿ and ¿activate hydrophilic coating, if present, by wetting the distal end of the catheter with sterile water or saline. For best results, keep the catheter surface wet during placement.¿ product recommendations include, ¿maximum power injector machine settings should not exceed the labeled pressure¿ and ¿labeled flow rate achieved with 11.8cp contrast and contrast temperature of 22° c + 2° c.¿ the instructions for use instruct, ¿inspect the packaging and device to verify no damage. Do not use the product if the catheter or packaging is damaged. Additionally, ¿under fluoroscopic guidance, advance the catheter over an appropriately size wire guide or through an appropriately size sheath introducer to the intended location. Note: if resistance is encountered during manipulation, stop, and determine the cause before proceeding any further.¿ further instructions advise, ¿when using a contrast power injector, ensure all connections are secure. Please refer to the product recommendations section for pressure and flow rate information. This product is sterilized by ethylene oxide gas. Catheters are supplied in a foil pouch and inner peel-open package. The outer surface of the inner package is non-sterile. Store in a dark, dry, cool place. Use immediately once foil pouch has been opened. Upon removal from package, inspect the product to ensure no damage has occurred. Intended for one-time use. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU indicates there is no evidence of nonconforming devices from the complaint lot in-house or in the field. Evidence provided by the complaint facility, complaint history, device failure analysis, and manufacturing documents suggests that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook could not establish a definitive cause for the reported failure without additional information. From the limited information provided, with no device returned for examination, no manufacturing or design deficiencies can be confirmed at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.